Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the patients ipg replacement on (B)(6) 2025 it was discovered that the left extension was fractured. Therefore, the left extension was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.